Event description:
Reported due to a hematoma. The physician attempted an arteriotomy closure using the starclose device after an interventional procedure in "a very obese patient". A femoral angiogram confirmed the vessel location as the common femoral artery (cfa) which was reported to be greater than five (5) mm. And disease free. It was reported the physician had diffculty splitting sheath. When the device was removed, a "softball-sized hematoma" was immediately noted. Manual compression was held "for over an hour" with no transfusions or additional procedures reported. The patient was reported to have "done fine". Although requested multiple times, no additional information was provided.

Manufacturer narrative:
H10: visual examination and testing on the returned device indicate this device meets specification. H11: corrected information can be found in sections d4 and d10